Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer. The patient went back to the hospital on thursday ((B)(6) 2015). The pump was checked and the patient was told that it was working. Per the patient, the pump "is not working and it's not covering the pain". The patient didn't feel that his physician was helpful and he wasn't seeing him anymore. The patient wanted the pump removed. As of (B)(6) 2015, the pump was delivering morphine at 5.032 mg/day; the concentration was unknown by this reporter.

Event description:
The patient stated that they could not reach their healthcare provider and wanted to know what happens if he was allergic to something in their pump. The patient stated that he cannot take care of himself or walk and fell 3 times. The patient stated that they spoke to a pharmacist who read every side effect and the patient has every one and gets sicker and sicker. On (B)(6) 2015, the patient further reported that in (B)(6) 2015 the hcp dropped the patient from 12.5 mg/day because, the patient was getting numb all over and couldn¿t walk. The hcp couldn¿t wean the patient off their oxycontins because of ¿insurance¿ issues and the patient was given oral medication of morphine sulfate and the patient stated, he was allergic to sulfate. The patient stated as soon as they were given that they lost all feeling and couldn¿t walk and had fallen. The patient stated, they have been allergic to sulfate for 30 years. Since (B)(6), the patent had fallen numerous times since (B)(6) 2015 and one fall was almost deadly ((B)(6) 2015) where the patient hit his head. The hcp was weaning the patient down because, the pump was too high and the patient still can¿t quite feel his fingertips, can¿t button his own pants, and get the zipper up and went two weeks without taking a shower because, he can¿t stand very well and it is hell when the patient tries to take a shower now. The patient also stated that in (B)(6) they couldn¿t breathe because, the morphine concentration was too high. The patient stated the hcp started dropping the settings (B)(6) 2015. It had gotten so bad in march that the patient¿s fiancée had to walk the patient anywhere. On (B)(6) 2015, the patient saw their hcp because, the patient was having withdrawal from the pump being decreased so far and was out of pain meds and was given oral percocet once a day. On (B)(6) 2015, the patient went to the ER because, the patient wasn¿t feeling well from the withdrawal and had irregular heartbeat. The patient¿s vitals were monitored and the patient was given ativan and a shot of morphine. The patient also stated that when they move they have to ¿stretch¿, their hand shakes like crazy that started in (B)(6) 2015. The patient was dissatisfied with their hcp and did not have a primary care physician and stated that their current hcp wasn¿t cooperative, most of the ¿good doctors either passed away or retired. The patient further reported that at the next refill they were going to ask for the bupivacaine because they feel they are allergic to it and wanted to know if they would experience withdrawal. On (B)(6) 2015, the patient was still having concerns regarding their device or therapy but was working with their hcp, appointments (B)(6) 2015 and (B)(6) 2015. It was also noted that the patient had not sought further help. The pump was used to deliver bupivacaine and morphine. Outcome and interventions not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient's pain is gradually getting worse since last tuesday ((B)(6) 2015) or wednesday ((B)(6) 2015) the patient noted it was sore around the pump, had pain in their back, and multiple contractions (contractions started when fell on (B)(6) 2015) it was noted that the patient went to the emergency room (ER) last sunday ((B)(6) 2015), and had been to three hospitals about everything. The health care provider (hcp) at the ER checked all the tenderness and contractions, and was trying to get an x-ray but was unable to. The new pain managing hcp that the patient was seeing was not going to be doing pain pumps anymore. The patient was going to have the pump taken out, and this would be the second time that they would have to get the pump out (first pump removed 2006/2007). The patient is experiencing symptoms of nausea (as they did with the first pump), which started (B)(6) 2014. The patient had been going to the free clinic because they couldn't handle the pain, and "feels like the catheter is put in wrong with the epidural space." It was noted that the patient had swelling on the right side in the back when the dose was at 8-9mg, and that the swelling was 10 inches long and 4.5 inches high. The swelling was noted to have started (B)(6) 2014.) The patient's neck and lumbar are fused ((B)(6) 2000 and (B)(6) 2012), they have no vertebrae, and hcp wanted to do the patient's whole spine. It was reported that the neurosurgeon told the other hcp (at the time) not to put in the pump due to the pressure going into patient's epidural space from spinal cord injury. The patient was going to see a primary care physician on (B)(6) 2015, and would be referred to a new pump managing physician after that. The pump currently had morphine, as has been nauseous since implant. The patient was taking two oral anti-nausea medications. Overall, the patient had had 156 surgeries since 1998, with 65 of them to reconstruct their head and other parts. The drug that was used via the device system was morphine. The patient outcome/intervention remained unknown at the time of this event; if additional information is received this report will be updated.